Event description:
It was reported that dexcom g7 continuous glucose monitor (cgm) readings intermittently stopped and resumed, leading the caregiver to replace the sensor; the pump did not display alerts, and the replacement sensor functioned properly, consistent with an intermittent communication failure involving the electrical/magnetic components and antenna of the system. No clinical signs, symptoms, or conditions were reported. Outcomes included no health consequences or impact. User support included communication and analysis of information provided by the user. Investigation of this case revealed an interoperability problem consistent with intermittent communication failure, with involvement of the electrical/magnetic system and antenna components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.